Event description:
The procedure was coil embolization for internal carotid artery aneurysm that was not calcified and moderately tortuous. The event happened during preparation. The introducer sheath of the deltaplush (cpl100206-30/g14679, complaint product) was inserted through an unspecified y-connector (abbott) and the introducer tip was seated into the hub of the microcatheter (excelsior sl10, type j/stryker). However, when he slowly advances the system through the microcatheter to the site of the aneurysm, part of the coil exposed from the introducer sheath. It is unknown why exactly this occurred but the physician commented that the introducer sheath tip might have been damaged. However, no defect (kink, bends etc) was noted on the deltaplush by visual inspection prior to use. The product was replaced for a new product of the same size. The complaint product was not used in the patient, therefore, no patient injury was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. Additional information from the affiliate indicated and confirmed that the coil herniated out of the introducer sheath and the entire coil was safely retrieved. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The product was safely removed from the patient and was replaced for new one, and the procedure was successfully completed without any further issues. Final analysis found the proximal end of the coil has been stretched. However, it could not be confirmed where the stretching of the coil actually occurred.

Manufacturer narrative:
Located adjacent, but proximal to the distal tip of the skive; the coil and the device positioning unit (dpu) protrude through the sheath. No mechanical sheath damage resulting in an opened skive was found. The proximal end of the coil was stretched. The coil's socket ring has been bent and the distal diameter of the pet angle ring/outer sheath has been compressed. The fourth secondary winding off the ball tip has compression damage. Except as noted the remainder of the coil is undamaged. The green introducer was found undamaged as was the remainder of the clear section of the sheath. The most likely contributing factor to the coil and the dpu protruding outside the sheath may have been due to distal interference. The source and the location of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.